Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon removal of the arterial catheter, the catheter body separated approximately 1 cm distal to the suture wings. The separated catheter fragment remained within the artery. No attempt was made to retrieve the retained fragment, as the patient was reportedly receiving palliative care and was considered to be nearing end of life. No additional medical or surgical intervention was performed to remove the foreign body.